Manufacturer narrative:
The device remains implanted; therefore, could not be returned for evaluation. Imagery was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the mitral regurgitation is unknown. However, patient factors not provided may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, approximately 1 year and 5 months post implant of a 26mm sapien 3 valve in a pre existing surgical valve, mitral central regurgitation was observed. Treatment options are being discussed. A valve in valve in valve is to be performed. The received echo report showed bioprosthesis edward magna ease 25mm and valve in valve edward sapien 26mm with severe restriction of leaflet opening seen on 2d and 3d reconstruction. Significant stenosis of the prosthetic mitral valve. Mv mn gradient across the prosthetic mitral valve is 14.3 mmhg. Mva is 0.56 cm2.